Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and visited hospital. The customer's blood glucose was in range of 400 mg/dl at the time of incident. The insulin pump received no delivery alarm. The infusion set had bent cannula. The customer's other blood glucose level was 300 mg/dl and 128 mg/dl. The customer was treated with insulin pump for high blood glucose levels. The customer was offered with troubleshooting for no delivery alarm as well as high blood glucose level. The customer declined troubleshooting for high blood glucose levels. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.